Manufacturer narrative:
Patient information has not been provided. The device was returned to the manufacturer for analysis. The emitter immediately displayed red status and displayed an error message of "axiem emitter low drive error." Diagnostic evaluation showed a fault on coil #3. The reported event was confirmed. The cause was an electrical open on coil #3. The device was replaced to resolve the issue. A medtronic representative went to the site and replaced the emitter. The hardware, software, and instruments passed the system checkout.

Event description:
A medtronic representative reported that during a functional endoscopic sinus surgery (fess) procedure the system stopped tracking. The surgeon chose to complete the surgery without navigation. There was no reported impact to the outcome of the patient.

Manufacturer narrative:
Patient information now provided.patient weight not available.